Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture (loc). Technical services (ts) reviewed and advised intermittent loc was result of high out of range ra impedances. Ts provided no noise was observed on any episodes reviewed. Ts provided troubleshooting suggestions. This ra lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).